Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead had high impedance. The lead was suspected to be fractured. The lead was explanted and replaced. The asymptomatic patient was stable after the procedure.

Event description:
New information received noted with high pacing threshold.